Event description:
The customer reported that his blood glucose reached 23.4 mmol/l (422 mg/dl) less than a day after the pod was activated.

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.